Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Although no outer surface damage of the balloon was noted during return analysis, it is likely that during advancement and/or inflation, the balloon outer surface became compromised and/or damaged against the anatomy resulting in the reported balloon rupture at 12 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the superficial femoral artery that was heavily calcified. The armada 18 balloon catheter was advanced to the lesion without issue but ruptured at 12 atmospheres during the first inflation. Another same size armada balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.